Event description:
Bowel injury near incision site.

Manufacturer narrative:
The MFR has not to date received form 3500 from the user facility. The manufacturing process, design, inspection, testing, lot records, training records, etc. Were evaluated.